Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon is very experienced, buttressing material, seamguard, was used. No patient consequences. No further information available. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a bypass surgery, the doctor was using an echelon with a gold reload, the middle part of the staple line on stomach was "open". She was using buttress material (seamguard). One device was discarded.